Event description:
This lead was implanted on (B)(6) 2006 and is still in active implant. A call to technical services was made on 7/22/2013 stating that the l v lead pace was inhibited. Caller saw lv sensing slightly before rv pacing which was inhibiting lv pacing. Caller already had difficulties with this lead such as high threshold. As discussed with technical services, lv configuration could be changed like trying lv offset, turning off lv sensing. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).